Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer believes they got the pump wet approximate 6 months ago, the pump stopped working and the pump has been off. The customer had began using manual injections as insulin therapy. During troubleshooting with tandem technical support the customer was instructed to leave the pump plugged in for a period of time. After the pump was turned back on a reset screen was displayed. It was determined the pump had reset once in the past and reset the time and date. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use manual injections as insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found